Event description:
Procedure type: laparo rectum. Pt gender: unk. According to the reporter: inflated balloon with 24 cc air and then it broke. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
.